Event description:
It was reported that this pt with cerebral palsy died at home in 2007. The cause of death is undetermined, but per the hcp, was unrelated to the implanted system or baclofen therapy. The pt had "extremely poor health" and weakened respiratory system. The pump contained lioresal 1000 mcg/ml; 115 mcg/day. Per the hcp, the pt did not have a history of severe acute disease. An autopsy was not performed.